Manufacturer narrative:
(B)(4): the interbody devices have been returned to the manufacturer for eval. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records did not identify any applicable nonconformance to specification.

Manufacturer narrative:
The cages were found damaged at the level of the screw holes. No pre-existing defect has been has been identified at the level of the damages. Some symmetrical notches can be attributed to a misuse of the implant holder which would have been connected to the implant at 90 degrees from its correct position. The damages of the screw holes are consistent with over-loading of the material during insertion of the bone screw. This over-loading could be due to a bone screw inserted 'under-angulated', this kind of configuration can create a conflict between the bone screw and the cage which can result in the wall deformation of the cage hear as well as the machining of the cage teeth by the bone screw threads. In addition, in this configuration, the bone screw might come up against the cage hear before the bone screw head had pass properly the retaining wire.

Event description:
It was reported that when the surgeon inserted the screw into the implant, the device would not retain the screw. While the screw was being inserted, the screw hole in the device became larger, and the screw went through the hole. The surgeon was able to remove the device while the screw stayed in place in the vertebral body. This event happens on two devices. The surgeon has implanted another device in the pt instead. There were no reported pt complications.

Event description:
Revision surgery - the shoulder was loose, baseplate mispositioned poly wear.